Manufacturer narrative:
The returned device was evaluated. Internal inspection revealed a weak solder where the power entry module connects to the system board. A lose case screw was also found within the unit. The unit turned itself on and off due to a loose screw rattling inside the unit, caused by broken plastic on case screw holder. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device turns on and off on its own. No consequences or impact to patient were reported.